Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that the footswitch did not work during the surgery. The event was related with the response to intermittent button. No system message was displayed. The procedure was completed without any patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit has been scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Additional information has been incorporated. Evaluation summary: a company representative evaluated the system and was able to replicate the reported event. The company representative found the footswitch to be intermittently unresponsive. The company representative replaced the footswitch, then tested the system and found it to meet product specifications. The system met specifications at the time of release. The system was identified as a non-suspect product and was found to meet specifications. The root cause of the reported event can be attributed to the constellation footswitch.